Event description:
A physician reported that an ophthalmic console exhibited vitrectomy cutting failed during surgery. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed and replicated the reported issue. The vitrectomy valve cable component was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed. Internal investigations were opened to address system message (sm) being displayed. In both investigations, determined that a cable component was nonconforming. However, how or when it became nonconforming remains inconclusive. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The root cause of the reported event is attributed to the component on the valve cable. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).